Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on patient was pre-operatively diagnosed with cervical spondylotic myelopathy and underwent anterior cervical decompression and fusion. Post-op, the cage moved forward after the operation. The intervertebral disc height maintained in the operation decreased, the foraminal stenosis, intervertebral foramen joint worked and neurological symptom were reported as the result of the event.